Event description:
Patient called in to report with an r204f error code. Customer care helped the patient reboot the monitor but the code kept coming back. The error code indicates a high voltage module (hvm) ne h-bridge leakage test failure. A replacement system was delivered on the same day as the event date.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable failed safety test. The therapy cable was evaluated by the kmt engineering team. Kmt engineering examined the therapy cable and found that multiple service required faults were caused by intermittent shorts inside the 15 conductor cable caused by animal bite damage. Therapy cable showed numerous minor incisions into jacket of the 15 conductor bundle, potentially consistent with animal gnawing/damage. Animal bite damage to the cable caused intermittent shorts between wires resulting in the reported failure.this failure was related to a specific use case, so there was no impact to product in inventory or the field while investigation was ongoing.